Manufacturer narrative:
Section b3: event date is estimated. The event of lead revision was reported to abbott. Patient reports having a bad fall. The leads were explanted and replaced due to high impedance. Therapy was restored to the patient. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-01437. It was reported that the patient's scs leads had high impedances. The patient reportedly experienced a bad fall. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs leads were explanted, replaced, and therapy was restored.